Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. No parts have been received by the manufacturer for evaluation..

Event description:
A medtronic representative reported that, while in a spinal fusion, the ratcheting handle was not functioning as designed. The issue was resolved by using a separate handle. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The ratcheting handle was returned to the manufacturer for analysis. The returned handle was found to be in good condition with no apparent physical damage. The ratchet mechanism is fully functional as well as the instrument retention mechanism. The end cap is intact. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.